Manufacturer narrative:
Reported event: an event regarding wear, altr and abnormal ion level involving an unknown implant meridian stem was reported. The event was confirmed via clinician review. Method & results:  device evaluation and results: not performed as product remained implanted clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: a revision surgery was confirmed. The operative report noted increased metal levels. Injuries and/or device recall could not be confirmed. Root cause: the root cause of the increased metal levels if confirmed by laboratory values would be the lfit head-tmzf trunnion as the head was the only source of the cocr. The root cause of the other allegations could not be ascertained without additional medical records as the events were not confirmed. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the reported unknown meridian stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2004 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. *update on 20-oct-2021: based on op report: "postoperative diagnosis: adverse local tissue reaction. Findings: when the femoral head was removed, there, trunnion of the stem was coated with a large amount of black precipitate on the entirety of the trunnion."

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown implant stem was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product remained implanted clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lift anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2004 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.